Event description:
Per the mentor rep, the tip of the cannula has broken off. There is a possibility that the tip is still inside the patient.

Manufacturer narrative:
Visual inspection of the cannula was performed. The cannula lumen was found to be bent approximately 0.500 total indicator reading. The welded tip of the cannula was missing and appeared to have been a clean break either at or just below to weld junction. The cause of the break could not be determined at the time of the evaluation.